Manufacturer narrative:
Investigaiton is still in progress.

Event description:
After the anesthetist inserted the laryngeal mask on the first attempt without complications, they reported difficulty inflating and deflating the cuff, using five 20 ml syringes (both screw and nozzle types). This impacted the patient's ventilation, as the mask leaked, and the anesthetist was unable to quickly and effectively make the adjustment due to the issue with the cuff.